Manufacturer narrative:
An event of cobra deformation was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. When the product was opened, the left disc of the occluder expanded. During implant, the shape of the occluder did not open well and expanded into a cobra shape. A new 30mm amplatzer pfo occluder was successfully implanted. No patient consequences were reported.